Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-mar-2019 with the following findings: a review of the black box showed a loss of prime occurred and insulin delivery was not resumed. Force readings did not reach zero. Additionally, the black box showed two empty cartridge alarms and insulin delivery not resumed until hours later. The pump total daily dose history correctly reflected the basal deliveries in the black box. The pump passed delivery accuracy testing and was found to be delivering within the required specifications. A loss of prime and an empty cartridge alarm were induced during testing, and the pump gave the appropriate audio and visual alerts. The rewind, load, and prime steps were performed successfully. The force sensor calibration test confirmed the force sensor was detecting the correct force. No loss of primes occurred during testing. The pump was opened, and no damage was found to the force sensor circuit. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced on (B)(6)2019 a blood glucose greater than 500mg/dl, with nausea, vomiting, large ketones, and symptoms of dehydration, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy, and was hospitalized for treatment by their healthcare provider. During troubleshooting with customer technical support, it was revealed the basal delivery totals in total daily dose did not match the active basal program total. The basal history matched the active basal program settings. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.